Manufacturer narrative:
No relevant testing could be performed. If lot information was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints. This case has been closed due to missing information. No relevant testing could be performed. Since the lot number is unknown, no batch record review or testing of retained samples could be performed. If the lot number becomes available, the case will be re-opened and appropriate actions will be taken. We have become aware of a system failure and found this case there should have been reported sooner. Unomedical a/s hereby consider this case to be closed. Reference samples: lot number unknown. No relevant testing could be performed. If lot information was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints. Complaint handler, (B)(4) 2014.

Event description:
(B)(6) 2013 customer's mother called to report her son was hospitalized today following a problem with an infusion set. Customer states the tubing came off the clip at the site. The site remained connected, only the tubing came off as though it broke. Customer also had a problem with a kinked infusion set last week. Since the hospitalization was the second issue with this box of sets, hospital recommended to stop using this box and gave the customer a new box. Customer will provide us with the defective sets and I will replace the two she has lost. (B)(6) hospitalization: (B)(6) 2013; over 20; (B)(6) hospital, (B)(6); mother, (B)(6); patient was disconnected from the pump accidentally over night as the infusion set broke from the clip at site. Customer was sleeping; no; high bg's. Keytones; released after 4 hours. Yes. Customer's mother put a new set at a new site and gave two units manually. Customer was ill. (B)(6).